Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
Doctor reports when trying to place the implant at tooth location 46, the driver spins freely and disengages from the implant. Another implant was placed during the same procedure using the same driver.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt410, (osseotite® tapered certain® implant 4 x 10mm) for evaluation. Visual evaluation was performed; the implant shows signs of wear/use and was returned with its bundled cover screw attached. Bone debris observed on its external threads. The implant had some damage around its drive feature, however, tested with in-house driver and it functions as intended. Driver in question was not returned for assessment. DHR review was completed for the subject lot number 2120030082. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120030082 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.